Manufacturer narrative:
(B)(4). Additional information was provided and a sample evaluation was completed. An alarm indicative of a potential malfunction of the disposable cassette was reported. A visual inspection, leak testing, clamp function and clear passage testing were performed with no issues noted. Device-device interaction testing was performed without any issues. Upon conclusion of the investigation, the cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm that occurred on the homechoice device during dwell of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The power was cycled to clear the alarm. The patient planned to complete therapy using manual exchanges. There was no injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.